Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during an uphold lite procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015,during the procedure, following implantation of the device, it was reported that the sleeve tore through the tissue. The device was removed and a second uphold¿ lite was implanted. On (B)(6) 2015, the subject experienced abdominal pain probably related to muscle spasm. She was treated with norco, ibuprofen, and toradol and the event is currently resolving.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed no damage. The suture capturing device works as intended. The mesh was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during an uphold lite procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015,during the procedure, following implantation of the device, it was reported that the sleeve tore through the tissue. The device was removed and a second uphold¿ lite was implanted. On (B)(6) 2015, the subject experienced abdominal pain probably related to muscle spasm. She was treated with norco, ibuprofen, and toradol and the event is currently resolving. Additional information received on july 5, 2015. The patient also underwent hysteropexy, cystocele repair and concomitant rectocele repair. The left arm of the device tore out of the anchoring location.

Event description:
It was reported to boston scientific corporation that an uphold lite device was used during an uphold lite procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015,during the procedure, following implantation of the device, it was reported that the sleeve tore through the tissue. The device was removed and a second uphold&#10252;ite was implanted. On (B)(6) 2015, the subject experienced abdominal pain probably related to muscle spasm. She was treated with norco, ibuprofen, and toradol and the event is currently resolving. Additional information received on july 5, 2015. The patient also underwent hysteropexy, cystocele repair and concomitant rectocele repair. The left arm of the device tore out of the anchoring location.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.